Event description:
A malfunction alarm was reported, identified as malfunction code 12. It was uncertain if there was any impact on the customer's blood glucose level. Customer technical support assisted the caller by providing pump reset information and helped reset the pump successfully. After the reset, the malfunction code did not recur, and the customer was informed to continue using the pump and to call back if any issues reoccur.